Event description:
Customer reported an emergency room visit due to abdominal pain, excessive thirst and diarrhea. Customer also mentioned having high blood glucose readings. Customer stated that they were not hospitalized. Customer was released and stated that the issue was her intestines. Customer declined troubleshooting and stated that she will call back. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.